Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that on the event date the patient passed through metal detectors and it was thought that the pump might have turned off. Within the last 24 to 48 hours prior to the date of this report, the patient started to feel like he was going through withdrawals. The patient experienced changes in his bladder, sweats, and chills. The pump was interrogated. There were no motor stalls and the pump was not stopped. It was reported that the patient was going to have the device checked out under fluoroscopy. The drug in the pump was morphine. Later that day, it was reported that both roller study and dye study looked normal. No volume discrepancies were noted, and no alarms were heard. It was noted that the patient was last refilled on (B)(6) 2013, but had a dose increase on (B)(6) 2013. It was later reported that during the night of (B)(6) 2013 the patient was unable to sleep. He was "climbing the wall," was hurting, and was feeling a "burning" in his leg. It was also reported that the patient had to use the bathroom "really bad." The next morning, the patient was exhausted and tired. He went to the emergency room where the previously reported tests were done. It was thought that there was a "little bit of a film or tissue that formed over the catheter tube." It was thought that the dye study might have cleared it out, but the patient was still having problems. The patient was given intravenous morphine at the emergency room and oral medication to help with the pain. It was noted that the patient experienced no falls or trauma around the date of the event.